Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for the past 6 weeks their stimulator has "gone bonkers and is not working right." Patient stated that they have to recharge the implant every 2 days and reported seeing the eos message on their controller. Agent reviewed eos message and the patient was redirected to their healthcare provider to further address. Additional information was received; it was reported the patient had a CT of their neck and there was nothing. The patient's legs were numb, their back pain was severe and they stayed in bed when they couldn't move because of the pain. Additional information was received; it was reported the patient saw their physician on (B)(6) 2025 and were waiting for insurance approval to do a surgery for a new machine.